Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During transport of the patient and aic to the intensive care unit (ICU) from the cardiac catheterization laboratory (cath lab), it was noted that the placement signal had disappeared, but impella flows continued. Shortly after this occurred, the aic then gave a controller failure error that spontaneously resolved. It was advised that the controller be switched to a different aic but the staff decided to wait to see if it occurred again as it appeared to be working without problems.

Event description:
Additional information was received that reports the patient survived the procedure.

Manufacturer narrative:
Section e initial reporter information was added since it was omitted from the initial.